Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to determine if they should continue on the pump for insulin therapy or move to an alternate method of insulin therapy while they wait for the replacement pump to be delivered.